Event description:
A message was received through live chat seeking assistance regarding an altitude alarm 21 issue. There was no reported impact to the customer¿s blood glucose level. Technical support planned to follow up on the issue.